Manufacturer narrative:
It was reported that the stent dislodged in the patient body. There was no damage noted to the box, tray or stent cover and it was not noticed that there was any difficulty removing the stent cover. The procedure was an endovascular procedure. The patient was being treated for stenosis in the right common iliac artery. A terumo 0.035, 180cm guidewire and a cook 45cm, 12f introducer sheath were used. The target lesion was the iliac artery. The lesion was calcified and the rate of stenosis was 30-40%. Access was made via the right common femoral artery. The complaint device was inserted and advanced through the introducer valve. However, the stent became loose from the balloon when the device was outside the sheath, just prior to the target lesion. The stent then had to be captured with a smaller balloon. The stent was captured and the balloon was inflated to deploy the stent in a secure place. The stent was not deployed at the intended target lesion. Multiple attempts to insert the device into the delivery system were not made. Reportedly there was no significant resistance felt at any time when tracking the device. The lesion was not pre-dilated. Another stent was not used to treat the target lesion. Guidewire access was maintained throughout the procedure. There was no patient injury reported. There were two lot numbers provided and it was unknown which lot number was the complaint lot. Therefore a review was completed for both lot numbers. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. For both lots this is the first reported complaint for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive. Procedural techniques and patient factors may have been a contributory factor in the reported event. The event description outlines that the lesion was calcified and the rate of stenosis was 30-40%. The stent became loose from the balloon when the device was outside the sheath, just prior to the target lesion. This is contrary to what is directed in the IFU. The IFU states " further advance the endovascular to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker band. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent". No sample was provided for evaluation. Based upon the available information a definitive root cause has not been determined. Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated occurrence rate for this failure mode is (B)(4) (last 24 months) and is hence higher than the predicted rate of (B)(4) the rate is decreasing since the process improvement (action from CAPA) was introduced into production during sept 16. The current rate from sept 16 to oct 17 is (B)(4). While this figure is slightly higher than the predicted rate of (B)(4) this calculation is based on 14 months of sales which is less than the required 24 months. If the calculation is adjusted for 24 months sales the rate is (B)(4) which is equal to the predicted rate. The IFU states: device description: implant. The lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The exact lot number is unknown at this time. The investigation is currently in progress.

Event description:
It was reported that the stent dislodged in the patient body. There was no damage noted to the box, tray or stent cover and it was not noticed that there was any difficulty removing the stent cover. The procedure was an endovascular procedure. The patient was being treated for stenosis in the right common iliac artery. A terumo 0.035, 180 cm guidewire and a cook 45 cm, 12f introducer sheath were used. The target lesion was the iliac artery. The lesion was calcified and the rate of stenosis was 30-40%. Access was made via the right common femoral artery. The complaint device was inserted and advanced through the introducer valve. However, the stent became loose from the balloon when the device was outside the sheath, just prior to the target lesion. The stent then had to be captured with a smaller balloon. The stent was captured and the balloon was inflated to deploy the stent in a secure place. The stent was not deployed at the intended target lesion. Multiple attempts to insert the device into the delivery system were not made. Reportedly there was no significant resistance felt at any time when tracking the device. The lesion was not pre-dilated. Another stent was not used to treat the target lesion. Guidewire access was maintained throughout the procedure. There was no patient injury reported.